Event description:
It was reported that the device received error code 242.4030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 242.4030 is associated with a lvp device, thus no fault found with customer stated problem. Error codes 121.2070 and 133.6090 detected in logs, replaced faulty switching power supply as per procedure. Replaced damaged front/rear case. Replaced damaged right iui. A review of the device history record for (B)(6) was performed from date of manufacture 02/14/2014 to the present date 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161, the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 14015430 to the present date 15jan2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received error code 242.4030. There was no patient involvement.